Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B) (6)2010, due to an incident of hyperglycemia. Per the reporter, the patient had been experiencing labile blood glucose for several days with unexplained highs. On (B) (6)2010, his blood glucose was >500 mg/dl and he was dehydrated. He was brought to the hospital. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.